Manufacturer narrative:
The field service engineer inspected the module and found that the syringe seals were too loose. He then replaced the vacuum pump diaphragms but this did not resolve the issue. He then replaced the gear pump head and adjusted the rinse volumes. The issue was still not resolved. He then performed all of the necessary adjustments. The issue was still not resolved. He then swapped, cleaned, and lubricated the syringes. He also replaced the syringe seals and the nozzle tips. He verified the module's performance by a 21-cup precision test with acceptable results. The customer performed calibration and qc with acceptable results. The fse followed up with the customer and verified that the moving averages and qc were within specifications.

Event description:
The initial reporter received questionable alb2 albumin gen.2 results for 2 patient samples tested on the cobas 8000 c 702 module. The initial results were reported outside of the laboratory. The reporter stated that they were having calibration issues and that the moving averages on patient samples and qc drifted over the course of the shift. They then reran the patient samples and found that the results were not the same. Sample 1 had an initial result of 1.51 g/dl with a repeat result of 2.17 g/dl. Sample 2 has an initial result of 2.00 g/dl with a repeat result of 2.63 g/dl. The repeat results were deemed correct. The reagent lot number is 608746. The expiration date was requested but not provided.

Manufacturer narrative:
The qc recovery was within -2sd. There was no indication of a performance issue with the reagent. There were multiple abnormal aspirations and sample clot detection alarms on the date of the event close to the time the sample was processed. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.